Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged the device is not working and the patient has shortness of breath and tiredness. No serious patient harm or injury reported. The device was returned to a third-party service center. During the device evaluation the technician observed that the pca burned. Additional failures observed as scratched ui panel and missing filter. The device was scrapped.